Event description:
It was reported the patient had a revision procedure approximately 3 years post implantation due to fractured yoke. Subsequently, the femoral and articular surface components were revised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D6: 2016. The previous initial date for the surgery was incorrect. The patient had an initial surgery in 2016. Reported event was confirmed by review of medical records and pictures. Visual examination of the provided pictures identified the following hardware bundled up in a clear plastic bag: an articular surface, a poly box insert, a broken hinge post, a shoulder bolt hinge pin, a hinge post poly sleeve, a hinge post extension, and a tibial bushing. The threaded portion of the hinge post is broken vertically parallel to the axis of the threads. The hinge post poly bushing is still assembled to the hinge post. Medical records were not provided. A radiograph taken pre-revision was provided and reviewed by a health care professional who identified a normal overall fit and alignment of the implants, osteopenia, and suggestion of radiolucency at the bone cement interface of the visualized portion of the tibial component. The hcp also identified a fractured implant. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03440, 0001822565-2019-03441. Product location is unknown.

Event description:
It was reported patient had a revision procedure five days post implantation due to fractured yoke. Subsequently, the femoral and articular surface components were revised. Attempts have been made and no further information has been provided.